Event description:
It was reported that the patient presented to the doctor's office with chest pain. Echocardiogram revealed that the right ventricular lead had perforated the heart. Fluid was drained from the patient via a pericardial window and the lead was left in position.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.